Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator does not works on battery power. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the battery and power management board to address the reported problem. Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.